Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the gripper line and clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Although imaging was difficult, the clip delivery system (cds) was advanced and placed on the mitral valve. After the first grasping attempt the mr was not sufficiently reduced therefore the clip arms were opened and the grippers pulled up. The posterior mitral leaflet (pml) appeared to be stuck on the gripper. Troubleshooting was performed to release the pml from the gripper and the leaflets were grasped again however no sufficient reduction of the mr was noted. The clip was opened and once again, the pml stuck to the gripper. An attempt was made to invert the clip and retract the cds to the left atrium however the pml was still stuck to the gripper. The pml was managed to be released from the gripper and the cds was retracted to the left atrium. After a reorientation and a new grasping attempt, deployment was initiated when it was noted the gripper line could not be moved. Troubleshooting was performed and the lock line and gripper lines were able to be removed. After deployment, it was noted the clip detached from the posterior leaflet. A 2nd clip was placed lateral to stabilize the slda clip, reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported difficult to remove was an outcome of user technique/ procedural circumstances. A conclusive cause for the reported physical resistance could not be determined. The reported single leaflet device attachment was a cascading effect of poor image resolution, challenging patient anatomy and physical resistance resulting from removing the gripper line. The reported additional therapy/non-surgical treatment was a result of case specific circumstance as one additional clip was implanted lateral to stabilize the slda clip reducing the mitral regurgitation (mr) to grade 2+. There is no indication of a product issue with respect to manufacture, design or labeling.